Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a valve and catheter. It was reported that during the operation, the sac cavity of the shunt valve did not rebound after pressing. The valve and the ventricular catheter were replaced later. There was a procedure delay of 30 minutes. The patient's status at the time of the report was alive-no injury. The patient's medical history was lung cancer metastasis meningioma.